Manufacturer narrative:
The reported event that the tip of the device was found to be bent was confirmed through the device inspection. During visual inspection it was observed that the tip of the device was deformed. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be bent during a surgical procedure. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that the tip of the device was found to be bent during a surgical procedure. No adverse consequences or procedural delays were reported with this event.